Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -11.5 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged with a same size different diopter lens due to refractive surprise. The problem was resolved. The cause of the event is reported as unknown.